Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water syringe in the foley tray did not have a full 10ml in it. The product was being used for mock insertions into a mannequin, so there was no patient or hcp impact. Per customer follow up received on 12apr2024, they did not have lot number for that product and they were using several for skills day and discarded them all that day. They had a few syringes with less than 10ml amount of fluid. They would be sure to save the package insert and let them know. They typically get more sterile water and fill the syringe in the operating room, so they do not waste the kit.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿improper grommet fit within barrel resulting in blow-by/spillage of lube". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that water syringe in the foley tray did not have a full 10ml in it. The product was being used for mock insertions into a mannequin, so there was no patient or hcp impact. Per customer follow up received on 12apr2024, they did not have lot number for that product and they were using several for skills day and discarded them all that day. They had a few syringes with less than 10ml amount of fluid. They would be sure to save the package insert and let them know. They typically get more sterile water and fill the syringe in the operating room, so they do not waste the kit.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "improper grommet fit within barrel resulting in blow-by/spillage of lube". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water syringe in the foley tray did not have a full 10ml in it. The product was being used for mock insertions into a mannequin, so there was no patient or hcp impact. (Lot #nghy0391). Per customer follow up received on 12apr2024, they did not have lot number for that product and they were using several for skills day and discarded them all that day. They had a few syringes with less than 10ml amount of fluid. (Lot #unk) they would be sure to save the package insert and let them know. They typically get more sterile water and fill the syringe in the operating room, so they do not waste the kit. Per customer follow up received on 14may2024, customer reported that they were using the product for mock insertions on a mannequin and no patient was involved. It was also reported that several different lots were used that day and all were discarded.